Manufacturer narrative:
The lens was returned on a piece of surgical gauze inside a non-company peel pouch. Solution was dried on the lens. The optic had a large portion of lens material cut from the optic, typical of insertion and removal. The large cut portion of lens material was returned adhered by solution to the anterior side of the lens. The optic had additional small split/cracks near the cut damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted, due to the extensive optic damage. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine, acceptability per model, diopter, and cylinder. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient was unable to correct his astigmatism due to the reason intraocular lens was replaced with non-spherical one. Additional information has been requested.